Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact on the customer's blood glucose level. Technical support confirmed the cartridge alarm 34 and decided to replace the pump. The customer had no backup therapy available and planned to consult a healthcare provider. Technical support provided instructions for putting the pump into storage mode and advised the customer to return the problematic pump within 10 days using a pre-paid label to avoid charges. The customer was informed about the need to program settings and connect their cgm to the replacement pump, which was sent to them.